Event description:
It was originally reported that the patient experienced redness and pump pocket felt "hot." The drugs being administered via the pump were compounded baclofen and morphine. Additional information received stated the pump and catheter were explanted. The date of explant was unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Catheter model 8709 lot# j11689r37 implanted: (B)(6) 2004 explanted: unk.